Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field h6: device codes h6: impact codes.

Event description:
It was reported that this right atrial (ra) lead was suspected to be dislodged as it was exhibiting no capture. The device remains active. No adverse patient effects were reported. Additional information was received detailing that oversensing was also observed. Reprograming of the device was discussed.

Event description:
It was reported that this right atrial (ra) lead was suspected to be dislodged as it is exhibiting no capture. No adverse patient effects were reported.